Manufacturer narrative:
Physio-control will submit a supplemental report on this event.

Event description:
According to the reporter, the device is displaying the charge-pak and attention icons, and does not power on. There was no pt associated with the report.